Event description:
It was reported that a patient presented to the hospital after receiving inappropriate shocks due to p-wave oversensing. Lead dislodgement was noted. The lead was explanted and replaced with no complications when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.